Event description:
The initial attorney report alleged unspecified injury due to defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2007 - repair of ventral hernia with composix kugel mesh. On (B)(6) 2007 - culture tests positive for moderate (B)(6). On (B)(6) 2007 - pt has infected, exposed mesh and presents for excision of mesh. On (B)(6) 2007 - md notes regarding excised composix kugel mesh "prior to incising the mesh the ring of the mesh was intact and had not migrated from its original position in the abdomen." On (B)(6) 2007 - repair of ventral hernia with a collamend graft. On (B)(6) 2007 - admitted for infection seroma of the abdominal wall. Cultures grew (B)(6). On (B)(6) 2007 - incision and drainage of seroma. On (B)(6) 2007 - excision of infected collamend graft. No operative report. On (B)(6) 2008 - repair of multiple recurrent incisional hernias with a non-bard mesh. On (B)(6) 2011 - repair of multiple recurrent incisional hernias with composix l/p mesh, extensive lysis of adhesions, and small bowel resection. The small bowel was fused to the hernia sac, and noted to be dusky in appearance. During dissection multiple serosal tears were encountered in this thinned, ischemic- appearing bowel." On (B)(6) 2011 - excision of infected composix l/p mesh. Some hematoma was noted, under the mesh was an abscess, in addition there was diffuse peritonitis throughout the abdomen. A perforation in the small bowel with fistula formation was identified.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Additionally, no sample was returned for eval. With the currently available info, no additional conclusion(s) can be drawn. If additional event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2012-00134 for info related to the collamend graft implanted on (B)(6) 2007. See MDR 1213643-2012-00135 for info related to the composix l/p mesh implanted on (B)(6) 2011.